Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised in december 2011 due to patient allegations of pain, damage to bone and tissue, inflammation, loss of range of motion, metallosis and metal poisoning. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2011. Date explanted - (B)(6) 2011. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-04412/04413 & 04415/04416).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised in (B)(6) 2011 due to patient allegations of pain, damage to bone and tissue, inflammation, loss of range of motion, metallosis and metal poisoning. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the revision was due to lack of ingrowth of the acetabular cup and noted the presence of an osteophyte.